Manufacturer narrative:
H6 medical device problem code was changed to a150202.

Event description:
Additional information was received. The death was due to cerebral infarction due to the time required from transport to impella insertion. The death was not related to the discontinuation of impella implantation.

Manufacturer narrative:
B5 additional information was received.

Manufacturer narrative:
This is one of two related reports. This report represents the guidewire and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was to be placed on an impella cp. The cp was placed, but it was removed due to a positioning issue. An attempt was made to place it again, but the 18-wire could not be inserted. The details of why the wire could not be placed are currently unknown. The guidewire disconnected from the left ventricle. The doctor commented "this was due to the procedure. There were no problems with insertion or the device.". A second cp was opened and placed again. The patient's outcome was the patient died. The death was not related to the discontinuation of the impella implantation. The death was brain-related as resuscitation took time.